Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during service / maintenance (not in a clinical setting), the bronchovideoscope image was flickering. There was no patient involvement.